Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise reversion episodes on the ventricular channel. The noise could not be reproduced with provocative testing and pocket manipulation. No intervention was performed at this time. The patient was asymptomatic and would be monitored.